Manufacturer narrative:
Of the 7 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning, due to battery compartment cracks, battery compartment leaks, moisture within the pump and damaged battery caps. During investigation for unrelated complaints, there were 51 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 7</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-68 years of age and between 99 and 145 pounds. Of the reported patients, 2 were male and 5 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 2 instances of battery compartment and cap w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.